Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to knee laxity on the right. Polys were explanted and replaced with 17mm medial pivot inserts.

Manufacturer narrative:
Updated part and lot number and patient and device codes.